Manufacturer narrative:
Investigation summary: customer returned (1) 1/2cc, 8mm, 31g syringe in an open poly bag from lot # 8295522. Customer states that the plunger rod came out and the stopper remained inside the syringe. The syringe was returned with the stopper separated from the plunger rod. A review of the device history record was completed for batch# 8295522. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 19aug2019, holdrege received (1) 0.5ml 31ga x 8mm syringe in an open polybag from material 328290, batch 8295522. The sample was decontaminated per hstr-17 and hqa-68 prior to evaluation. Visual inspection of the sample found the plunger removed from the syringe, and the stopper still inside the barrel near the zero line. The tip of the plunger did not show any evidence of damage. When the plunger was inserted into the barrel, it was able to be assembled to the stopper and be removed smoothly from the barrel with the stopper attached, with no evidence of insufficient silicone. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles them. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or maintenance dispatches that pertained to this defect during the production of this batch. The DHR was reviewed and there was nothing noted that pertained to this defect. A definitive root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that separation occurred during use with a bd insulin syringes with bd ultra-fine¿needle. The following information was provided by the initial reporter, "consumer reported plunger rod came out when she went to use the syringe. Stopper remains inside. She uses the new syringes each time of her injection."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred during use with a bd insulin syringes with bd ultra-fine¿needle. The following information was provided by the initial reporter, "consumer reported plunger rod came out when she went to use the syringe. Stopper remains inside. She uses the new syringes each time of her injection."